Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. Upon prepping a 3.50x28mm promus element plus stent to treat the right coronary artery, the stylet was removed and it was noted that the distal edge of the stent was lifted off of the balloon. The device did not enter the patent and another of the same device was used to complete the procedure. No complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was identified. Upon prepping a 3.50x28mm promus element plus stent to treat the right coronary artery, the stylet was removed and it was noted that the distal edge of the stent was lifted off of the balloon. The device did not enter the patent and another of the same device was used to complete the procedure. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a promus element plus stent delivery system (sds) and stent with the promus element plus shelf carton, outer (foil) pouch and inner (clear) pouch. There was contrast on the outer surface of the sds and stent. The balloon was tightly folded and the stent was centered between the markerbands. There were several stretched struts in the first three distal rows of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).